Event description:
It was reported that an ilet user experienced fluctuating blood glucose with recurrent nocturnal hyperglycemia over approximately two weeks after six months of prior stable use, with no missed meal announcements and use of small amounts of oral glucose for low readings; a caregiver corroborated the report, and the user noted high readings persisted about an hour before declining. Symptoms included sluggishness and dry mouth associated with high glucose. Outcomes included troubleshooting and education, including consideration of adjusting nighttime targets; there were no alerts or alarms beyond high-glucose notifications and no hospitalizations. Investigation included review of user-reported history, pump alert behavior, and counseling on hyperglycemia management. Investigation of this case revealed no device component malfunction reported and no specific device problem identified, with the pattern of highs and subsequent declines consistent with therapy-related variability or user-specific factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.